Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) it was difficult to operate them. There was no report of patient impact. The following information was provided by the initial reporter: after a few years of not being able to push the plunger down to administer insulin for her injection, she finally realized that the reason for being unable to push down the plunger was due to the patient end side of the needle. When looking at the pen trying to identify why the plunger wouldn't push down she noticed that the needle is bent.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) it was difficult to operate them. There was no report of patient impact. The following information was provided by the initial reporter: after a few years of not being able to push the plunger down to administer insulin for her injection, she finally realized that the reason for being unable to push down the plunger was due to the patient end side of the needle. When looking at the pen trying to identify why the plunger wouldnt push down she noticed that the needle is bent.